Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The following non-reportable malfunctions were found during the device evaluation: the outer tube had dents and bends, there were scratches on the distal edge, the optical system had a broken lens. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope, 5.4 mm, 0°, autoclavable was bent. The issue was found during preparation for use for a therapeutic laparoscopic cholecystectomy that was completed with no delay and a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bent autoclavable telescope could not be determined, however, based on the observed damage, the issue was likely due to impact stress as a result of user handling/mishandling. Olympus will continue to monitor field performance for this device.